Manufacturer narrative:
The insulin pump had no damage noted on the belt clip rails. The insulin pump had a missing retainer, broken reservoir tube lip, missing reservoir tube o-ring, scratched case, cracked case at the battery tube side, keypad overlay texture damage and pillowing keypad overlay. Analysis was unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had physical damage. The customer's blood glucose at the time of incident was unknown. The insulin pump was returned for analysis.